Event description:
It was reported that the lead had dislodged. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed), and all conductors appeared stretched. The inner insulation and inner tubing were kinked/buckled, and the inner insulation was torn. The outer insulation was melted, exhibited a cosmetic depression, and was noted to have a white substance present. The helix/lobe was distorted/bent and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and exhibited apparent explant damage.